Event description:
Aicd was implanted successfully. During defibrillation threshold testing (dft), this device shocked successfully the first time. However, the device failed to deliver shock the 2nd time. The device was explanted and a second defibrillator implanted. Dft testing was successful.